Event description:
The original report of this event was not accurate. A call received from the user facility confirmed that there was no event involving zonular dehiscence. The lens associated with this event was not used because it was over warmed and became misshapened. The lens did not come in contact with a pt.